Manufacturer narrative:
(B)(4). Date sent: 8/7/2020. D4: batch #u5ar0h. Investigation summary: the analysis found that one psee45a device was returned with no apparent damage with an ecr45w partially fired 1/10 reload loaded on the device. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows, resulting in the knife pushing the one piece sled forward and locking the reload. The device was disassembled to verify the condition of the internal components and no anomalies were found.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a vats, there was a problem when firing the first green cartridge. When the new cartridge was in and started to fire again, some kind of yellow piece fell off between the handle and trigger. Surgery was not delayed and was successfully completed. There were no patient consequences.